Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. The sabina sit-to-stand lift is especially designed for people who have difficulty in standing up on their own from a seated position. Sabina sit-to-stand lift is intended for use with patients who are able to actively participate in the raising motion. When standing, they can be moved to a wheelchair or to a toilet, this gives them standing practice in connection with the transfer. A search of the baxter maintenance records showed baxter performed preventative maintenance on this device in dec 15, 2025. It is unknown if the facility performed any other preventative maintenance on this device. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report that sabina ii ee basic had power cable damaged with copper exposed. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.